Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up, upon interrogation an error message was displayed indicating erroneous parameter conflicts were detected and requesting the device to be returned to nominal settings. The device was returned to nominal settings, the device was re-interrogated to ensure that the error message was not encountered, the device resumed normal function. The patient would continue to be monitored with regular follow up.